Event description:
It was reported bd q-syte luer access split septum had leakage at the luer connection. The following information was provided by the initial reporter: "the hcp then saw the leakage near the connection site of the syringe...".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd q-syte luer access split septum had leakage at the luer connection. The following information was provided by the initial reporter: "the hcp then saw the leakage near the connection site of the syringe...".

Event description:
It was reported bd q-syte luer access split septum had leakage at the luer connection. The following information was provided by the initial reporter: "the hcp then saw the leakage near the connection site of the syringe..."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-10. H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used q-syte device. In addition, three customer photos were received. To identify causes of leakage the q-syte device was inspected for any damage to the top and bottom body as well as the top disk, bottom disk and column of the septum. No damage to the top or bottom body was observed. No damage was found to the top or bottom disks of the septum. The column was then inspected and a hole in the column wall was found. Tears to the column are known to cause leakage to occur. Based on the observed damage the defect of leakage can be confirmed. The torn device was also inspected for wicking of the septum adhesive as septum material integrity might be affected by excessive wicking. No wicking was observed in on the device. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. Damage to the column can occur during manufacturing due to misalignment or damaged/burred probes. During use excessive actuations, connection angle or extraneous force on the septum may also result in tearing of the septum wall. As the device has been opened and likely used, application error cannot be ruled out. A device history record review showed no non-conformances associated with this issue during the production of these batches.